Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was not reported. The patient was not hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient had not recovered from peritonitis. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The patient was reported to be "about (B)(6)." The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).